Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies noted. Lead remains implanted.

Event description:
New information received indicates that the lead was explanted due to unrelated to the device issue. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the middle portion measuring 33.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.